Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer inadvertently administered a bolus. The customer's blood glucose (bg) level subsequently decreased to 42mg/dl. Customer consumed carbohydrates to address bg. Reportedly the customer continued to use the pump for insulin therapy.